Event description:
(B)(4). According to the information received, a mom reported that she has continuing issues with urinary catheter balloons deflating. The mom reported that she went to change her child's diaper and she found the catheter was completely our of the child and the balloon appeared to have burst. She was concerned that pieces of the catheter balloon could be left inside the child.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.